Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on radius assessed as an unidentified (tear) opening. (Shell thickness within spec). Additional observations: no observed other observations. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced.